Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of the customer's data indicated that the hbv cycle threshold (CT) value of 38.78 was considered a late CT value, suggesting a titer below the 0.5x limit of detection (lod) of the assay. This phenomenon can result in results wavering between reactive and non-reactive upon retesting. No product-related issues, trends, or internal non-conformances were identified during the investigation. The root cause was attributed to the sample's titer being near the assay's lod, which is consistent with the observed results. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results were generated using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2020, sample ID (B)(6) was tested and generated negative results for all three targets: hepatitis b virus (hbv), hepatitis c virus (hcv), and human immunodeficiency virus (hiv). The blood was not released, and no harm was alleged. On (B)(6) 2020, the same sample was mistakenly repeated as a second draw from the original aliquot and generated a positive hbv target result with a cycle threshold (CT) value of 38.78 on a second cobas 6800/8800 instrument. Serology testing for the sample was positive for anti-hbc, but negative for both hbsag and hbsab. The results were not reported to the donor, and the blood was not released.